Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t wave oversensing. No interventions were reported. Further information was requested but not received.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Additional information: a4, b5, and h5.